Event description:
The sheath of this device was defective. As the dilator was inserted, it went through the wall of the sheath. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.